Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information this right ventricular lead showed high out of range pacing impedances and was fractured. A revision took place and this lead was surgically abandoned. No adverse.